Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Terumo medical corporation received the following (B)(4) from the FDA on august 2, 2017. The event description states the following: loss of right pedal pulses. Loss of pulse post cerebral angiogram. Surgery on right leg. Device usage problem; device failed (e.g. Broke, couldn't get it to work or stopped working). Additional information was provided by the user facility on august 15, 2017. Left carotid angioplasty stenting. Postoperatively, pulses were difficult to find on the right foot. Doppler showed l biphasic dp and r monophasic dp. Vascular was consulted due to decreased r pedal pulses postoperatively. To or for right femoral exploration and revascularization, possible angioplasty, possible bypass. Risks, benefits, and alternatives of surgery discussed with patient. Risks of the procedure including risk of anesthesia, risk of damage to nerves and arteries, risks of bleeding, risk of infection, risk of need for future surgeries, but not limited to these risks, were all discussed and consent was obtained. Reason for consult: post carotid angio stent, no pulses right leg post.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.